Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient became unresponsive. Computed tomography (CT) imaging showed that a cerebral vascular accident (cva) had occurred. Per the physician, the etiology of the cva was likely embolic. Tissue plasminogen activator (tpa) therapy was initiated. It was reported that the patient experienced symptoms associated with the cva including dysphagia, visual deficit and acute encephalopathy. A feeding tube was placed and medication was prescribed. The encephalopathy resolved five days later. No further adverse patient effects were reported.